Manufacturer narrative:
Evaluation: a lot order search was performed and there were no similar complaints found.

Event description:
It was reported that surgeon attempted to insert a competitor's lens with the sfc-45 fp cartridge and the front haptic got stuck in the cartridge. There was no patient contact. The reporter believes the incident was caused by the cartridge.